Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, the pt visited the pain clinic for a refill that was previously scheduled for (B)(6) 2014. The pt had missed the scheduled refill for unk reasons and reported that the low reservoir alarm was not heard. On (B)(6) 2015, the pt had their pump refilled and has continued pump therapy with no additional concerns. A representative visited the hospital on (B)(6) 2015 to attend the pt's follow-up visit but the pt declined to attend since they claimed to be happy with the current therapy.